Manufacturer narrative:
(B)(6). PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm ,vticmo13.7, -14.50/0.50/146 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to excessive vault and elevated iop. A shorter length lens was later implanted and the problem resolved. Cause of event was reported to be other: " wrong length of lens. Yes because the inital lens was too long and the vault too high".